Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial). The cause of the failure to advance was most likely patient condition related to the patient's peripheral artery disease.

Event description:
Additional information indicates that the vascular team attempted to upsize the vessel to allow placement of the peel-away sheath; however, these interventions were unsuccessful. The team subsequently decided to abort the procedure and instead place an intra-aortic balloon pump.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-one-year-old female after being turned down for cardiac surigcal revascularization was admitted for elective high risk percutaneous coronary intervention with support of an impella cp. During preparation for the procedure, the patient decompensated and suffered a cardiac arrest. Under resuscitation, peripheral artery disease prevented vascular access as dilating of the vessel failed. Following ballooning of the iliac artery and lithotripsy, placement of the impella catheter past the sheath failed and the procedure was aborted. The patient was transferred to the intensive care unit for recovery.